Manufacturer narrative:
The customer¿s report that the tubing became separated at the top of the silicone segment was confirmed. Visual inspection confirmed that the separation occured between the silicone pump segment tubing and the upper fitment. The upper fitment's male end was measured and was within specifications. The ring retainer was not returned for investigation. Functional testing could not be performed due to the silicone segment separation. The root cause of the separation could not be determined.

Event description:
The customer reported that the pump was alarming air in line while infusing d12.5/tpn to a neonate patient in the nicu. The infusion was stopped, clamped with the slide clamp and the tubing was removed from the pump. The rn flicked the air from its location to displace it upward and the tubing became separated at the top of the silicone segment. A minimal amount of tpn was lost since the tubing was clamped. A replacement was used with no further issues. There was no harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump was alarming air in line while infusing d12.5/tpn to a neonate patient in the nicu. The infusion was stopped, clamped with the slide clamp and the tubing was removed from the pump. The rn flicked the air from its location to displace it upward and the tubing became separated at the top of the silicone segment. A minimal amount of tpn was lost since the tubing was clamped. A replacement was used with no further issues. There was no harm.